Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient presented with pre-op diagnosis: large extruded herniate nucleus pulposus, left l5-s1. The patient underwent: left hemi laminectomy and diskectomy, l5-s1. There were no patient complications. On (B)(6) 2006 the patient presented with pre-op diagnosis: post laminectomy diskectomy syndrome, l5-s1. Small recurrent herniated nucleus pulposus, l5-s1. The patient underwent: tlif, l5-s1. Posterolateral lumbar fusion, l5-s1. Application of prosthetic device, using a peek cage at l5-s1. Posterior non-segmental pedicle screw instrumentation using the expedium titanium pedicle screw rod system, l5-s1. Use of autologous graft in the same incision, using the local laminar and facet bones. Use of bone morphogenic protein using rhbmp-2/acs system at l5-s1. As per op notes, a scar tissue was noted along the left side of the l5-s1 region, from previous diskectomy. Attention was brought to left side of the l5 pedicle and placement of a sound and insertion of the pedicle screw was done. In similar fashion this was done at s1. Ap and lateral fluoroscopic imaging confirmed the position of the screws; the same was done along the right side. Then a total facetectomy was done on the left side and a partial facetectomy was done on the right at l5-s1, after which the pedicle screws were used to distract the across the rod. The scar tissue of the interlaminar sp ace of the l5-s1 region was identified. A total hemi-laminectomy was then performed along the l5 lamina and out through the neural region. The scar tissue was taken down and an identified disc osteophyte was also taken down. After this, bone graft was passed into the anterior one-third of the intervertebral space, using local laminar and facet bone. The cage was then opened and bone morphogenic protein sponges, one was placed within the cage and an additional sponge was placed posterior to the bone graft, after which the cage was then inserted. After this the construct was placed under compression across the pedicle screws and looked in place. The posterolateral aspect, along the right side at l5-s1 was prepared with a gouge and a bar along the facet joint and additional bone graft was placed posterolaterally at l5-s1. There were no patient complications. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.